Manufacturer narrative:
(B)(4)

Event description:
It was reported when the asymptomatic patient presented in the operating room for a scheduled lead revision, the capture of the right ventricular lead was lost at high output. The lead was capped and replaced. No further information is available.